Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having pain at the pocket and had a loss of therapy. Reprogramming was attempted, but a pocket revision was planned. During the revision, it was discovered that there was fluid and pus in the pocket. The doctor decided to just explant the whole system. The patient may consider trialing again in the future. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient did recover from the explant surgery without sequelae and the pain at the pocket site did resolve. The patient's weight at the time of the event was also provided.